Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, when the deployment button was depressed and the clip was deployed it remained on the delivery tube. The device was removed and manual compression was applied for twenty minutes to achieve hemostasis. Once outside the patient anatomy, the deployment button was depressed and the clip came off of the delivery tube. The location of the clip is unknown. A 6fr sheath was used during insertion of the device. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed. All external and internal components were in their appropriate post clip-deployed positions, with no detected abnormal observations. The reported failure to fire the clip off the device when depressing the deployment button can be influenced by numerous factors including, but not limited to, manufacturing deficiencies and incorrect deployment techniques. Because the clip resided on the carrier tube within the delivery tubeset inside the device, there would not be any interaction between the clip and human tissue during the clip-firing process which could have prevented the clip from being fired off the delivery tubeset. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the deployment button was depressed prior to completing the thumb advancer stroke which would have caused the clip-firing mechanism from being activated to fire the clip deficiency. Based on the investigation findings, the reported product experience could not be confirmed and a probable cause could not be identified. No manufacturing or quality deficiency was detected. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot.